Event description:
It was reported that the patient underwent gynecological procedures on (B)(6) 2006 and (B)(6) 2006 and mesh was implanted into the patient. No clarifying information is provided. It is also reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). Reason for implant: pop. Concurrent procedure(s): cystoscopy with stents; anterior colporrhaphy. It was reported that the patient underwent partial removal of mesh on (B)(6) 2012 due to pain, urinary incontinence and erosion. No additional information was provided.

Manufacturer narrative:
It was reported that following insertion patient experienced urinary tract infection.